Event description:
It was reported that the implant had fractured. The patient's bone type is unknown. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2007 for a primary procedure on tooth #14. The patient returned on (B)(6) 2022 after the final prosthesis delivery. Upon examination, the provider noted that the implant had fractured. The device has not been removed.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes. Section a a4: patient's weight was not provided. Section d device information was asked for but not provided. Section h h4: device manufacture date was not available due to device information not being provided.

Manufacturer narrative:
CAPA 2023-006. Corection and additional information: the device used on patient was biottorizons 4.6x10.5 which is not our product, so therefore this complaint and report will be voided.